Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) channel impedance on the implantable pulse generator (ipg) was high. When the rv lead was measured through the analyzer the rv lead impedances were normal. An alternate ipg was placed. No patient complications have been reported as a result of this event.